Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that ¿the little meter was charged, but there were no bars¿. The patient also reported that the last time they felt stimulation and the last time the implantable neurostimulator (ins) was successful charged was a couple of weeks prior to the report. It was noted that the reason why the patient did not charge the ins was because the battery lasted for five days. For troubleshooting, the patient turned the antenna dial through all four positions and they ensured that the recharging belt was positioned properly but the issues did not resolve; the reposition antenna screen appeared. The patient was redirected to follow-up with their healthcare professional (hcp) and an appointment was scheduled for (B)(6) 2018. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he met with a manufacturer¿s representative (rep) 2 weeks ago and she determined the device was dead and needed to be replaced. The patient reported that the rep wasn¿t able to get the device out of overdischarge. The patient reported that the rep¿s device ¿just stayed blank.¿ no further complications were reported.